Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device battery was swollen. The probable cause for the swollen battery is the lead acid battery operation is based on an electrochemical reaction which is affected by temp changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal tep during the charging and discharging process which could result in swelling of the battery. For high internal battery temp the effects may result in deterioration of service life. This report represents all the info known by the reporter upon query by hospira personnel.